Event description:
It was reported that anspach drill became incredibly hot to the touch during a demo. It also was making an atypical high pitched noise. Device was not used on a patient.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was reported that the drill became hot to the touch during a demo. It also was making an atypical high-pitched noise. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could confirm if there was a relationship established between the reported event and the device. The device was returned and visual and functional inspection confirmed that the drill overheats. The overheating is due to a broken motor drive shaft from excessive forces over time and the part will be send back to the OEM. Review of the information provided in the complaint evaluation form revealed that drill overheat/smoking is caused by a broken motor shaft caused by excessive cutting forces and the part was returned to OEM for repair. The root cause was established to be undetermined after investigation.